Event description:
It was reported that "dr. Took measurements and then asked for a 42.5 screw. Opened the box and this seemed like it came up short. Then asked for a 45.0 and it also came up short. Measured both screws, and the 42.5 measured about 38-39 and the 45.0 screw measured about a 43.0. Had to go to the 47.5 screw which was a bit longer than the doctor wanted, but he used it."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.